Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had passed away in their sleep due to diabetic ketoacidosis. The patient's mother reported to the best of her knowledge the omnipod product was being used for diabetes management at the time of her death, however there was no allegation or concern about the device function or possible relatedness to the patient's death.